Event description:
The trilogy evo ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at the service center, an error code in relation to data in eeprom is corrupt on system/cpu was recorded in the device event log. In conclusion the device system board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 2 was performed. And a life related smell was confirmed therefore the following parts were replaced: cooling fan, fan retainer and blower unrelated to the reportable malfunction/issue. The following parts were replaced to prevent failure: air inlet foam filter, particle filter and muffler assembly. The technician performed pneumatic test and the device passed. Trilogy evo machine flow sensor was replaced. Final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.